Event description:
It was reported that an 1130, 27mm sizer for the magna aortic valve broke during use. No patient injury. No additional information is available at this time. CAPA# (B) (4) and (B) (4). 04/23/10 e-mail from sales representative with hospital's response indicates that the sizer was used at least once to twice per day, steam was used to sterilize the device, and an enzymatic detergent called (B) (6) clean made by (B) (4) is used to soak the tray after it comes off of the field in out sub sterile room off of the caridiac ors. The sizers are sterilized in large steam sterilizers on the 6th floor according to industry standards, they are also put through an hour long wash, cleanse and rinse cycles in sterile equipment processing department before sterilization. Was there an injury? No

Manufacturer narrative:
(B) (4) = sizer for the magna aortic valve broke during use. Evaluation summary: received (1) 25 mm sizer. As received, the replica end was detached from the handle rod and missing a piece. The broken piece had a length of approximately 17mm and matched up with the sizer. The cylindrical end exhibited cracks at the handle rod connection to the polysulfone plastic. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from (B) (4) sales representative. A device history record was not possible due to no lot/serial number is available. Device was received and evaluated.